Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, in addition to the procedure itself, patient factors [cad, previous bypass surgery, 25% ejection fraction] likely caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the patient became hypotensive. Per report, the 26fr sheath was inserted without any issues. A bav was performed with an edwards ascendra balloon catheter 20 x 3cm with no issues. The 26mm sapien valve was prepped in the usual manner and was deployed in the annulus 60:40 aortic. Immediately afterwards, according to tee, there was a small central leak and trace paravalvular leak. Within 2-3 minutes, the systolic aortic pressure was at 42mmhg and slipped to 37mmhg. The team then decided to go on bypass. The patient was stabilized and was sent to the unit on bypass on the ECMO circuit. The patient had an intrinsic rhythm and pressure when he was transported in stable condition. The true cause of this event is unknown, but it was speculated it was due to global ischemia with small vessel disease. Per additional information received from the implant patient registry, this patient expired two days post tavr. Investigation of the patient¿s death indicates the patient's cause of death was refractory cardiogenic shock with hypoxemia. Per the implant physician the valve was not related to the patient's death. This patient had a complex medical history which included: cad, chf, htn, diabetes, ckd, atrial fibrillation, pulmonary fibrosis, extensive complex atheromas in the aortic arch and thoracic aorta, s/p 2 CABG procedures, and s/p bilateral carotid endarterectomy.